Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed analysis indicated the guidewire was kinked/buckled. The guidewire was broken. The guidewire was unraveled. The distal conductor of the lead was obstructed due to guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire was returned with the lead after the guidewire could not be removed from the lead lumen during an implant attempt. The guidewire was returned to the manufacturer, analyzed and tested out of specification.  No patient complications have been reported as a result of this event.